Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device evaluation pending. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was done to retrieve the needle? The incision of 10mm port wound was extended about 1cm for needle retrieval. Was the needle removed during the same procedure? Yes. Did the patient experienced any adverse consequence because of the needle pull off? If yes, please clarify the incision of 10mm port wound was extended about 1cm. Did the suture detached from the needle or the needle broke? Please clarify we thought it was a thread break. As a result of the investigation in japan, the needle hole was crushed, and the suture fibers remained in the needle hole. Patient¿s current status? The patient has been hospitalized. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other organs/tissues other than the target tissue? Were there any adverse patient consequences? If yes, please provide specifics. Is the patient still hospital to this time? What was the reason the patient status was reported as hospitalized? Is the hospitalization related to the suture needle pull off that occurred during surgery?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/4/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmdmq, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former and a detached needle of product code j305 were received for evaluation, the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and the swage area it is complete however is crushed and suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Were there any adverse patient consequences? If yes, please provide specifics the incision of 10mm port wound was extended about 1cm for needle retrieval. Is the patient still hospital to this time? The patient has been hospitalized as of (B)(6) 2021. What was the reason the patient status was reported as hospitalized? No further information is available. Is the hospitalization related to the suture needle pull off that occurred during surgery? No further information is available. No further information will be provided. (B)(4). Date sent to the FDA: 5/4/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequences? Yes. Was additional dissection required in other organs/tissues other than the target tissue? The incision of 10mm port wound was extended about 1cm for needle retrieval. Was there any change in the patients post-operative care due to the prolonged procedure? No further information is available. [Procedure name] vats: vats extended thymectomy. [Patients demographics] male. [Progress] the patient has been hospitalized. [Product use details] j305 h was used for wound closure (muscle layer suturing) of a 10 mm port wound. The needle was passed through the wound of the 10mm port (muscle layer suturing) and when trying to remove the needle at the 1st stitch, the suture had come off the needle. It was not passed through the tissue repeatedly. It was photographed with a portable x-ray, and the needle was found and retrieved. The incision of 10mm port wound was extended about 1cm for needle retrieval. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to retrieve the needle? Was the needle removed during the same procedure? Did the patient experienced any adverse consequence because of the needle pull off? If yes, please clarify. Did the suture detached from the needle or the needle broke? Please clarify. Patients current status?

Event description:
It was reported that a patient underwent a vats procedure on (B)(6) 2021 and suture was used. During the procedure, when closing the surgical wound by interrupted suturing on the subcutaneous muscle layer, the suture came off the needle. It is unknown when the suture came off during suturing. The detached needle could not be found, so it was retrieved with a portable x-ray. Additional incision was made for retrieval. No adverse patient consequences were reported. Additional information was requested.